Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope exhibited a dent on the outer tube, the resolution was inadequate, the charged couple device was broken, and odu plug of the charged couple device section had corrosion. There was no patient involvement.